Event description:
It has been reported to philips that while an external contractor was repositioning the flexvision monitor, the spring arm and monitor fell and hit the left side of the contractor¿s head. The report indicated that the contractor was evaluated in the emergency room (ER) for headache and dizziness. The ER treated the symptoms and sent the contractor home with a diagnosis of a mild concussion and no other treatment. An investigation into this complaint has been initiated by philips.